Event description:
Surgeon was performing a bony tumor cranioectomy with a defect about the size of a quarter. Surgeon first placed dura repair onlay, then blue mesh, then used hydroset 10cc, which set up fine. Surgeon then noticed a csf leak around wound and decided to cover wound (hydroset, mesh, and dura repair onlay) with duragen.

Manufacturer narrative:
The complaint is attributed to an insufficient user handling. This is an off-label usage of this medical device.